Event description:
Health professional reported an alleged lap-band port leak. Port was removed however it is unk if it was replaced. The health professional has declined to provide any additional info.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."